Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with fluid in the balloon and inflation lumen. Microscopic inspection revealed a burst in the balloon material, 1 mm in length. Inspection of the remainder of the device revealed numerous kinks in the hypotube. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely calcified superficial femoral artery (sfa). A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely calcified superficial femoral artery (sfa). A 2 mm x 20 mm x 143 cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.